Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and an alarm log review were performed. The alarm log review and power on self-test noted a downstream occlusion alarm. Visual inspection noted that the downstream occlusion sensors were not calibrated, which caused the occlusion alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To address this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.